Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately erratic. The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The pt reported that her meter was reading inaccurately erratic. She did not report any specific result, only that her meter had a 120-point drop and that sometimes it read high, sometimes low. She reported symptoms of dizziness at the time of testing. The pt visited her physician and was treated with insulin but the result, if any, obtained by the physician is not known. It would have been helpful to know the results obtained on her meter on the day of the physician's visit, the result obtained on the physician's meter and if the pt had symptoms at the time of treatment. During troubleshooting it was discovered that the pt was storing two vials of test strips in on vial. The physician performed a control solution test on the pt's meter and it passed. The techniques for cleaning the puncture site and applying the blood to the test strip were correct.